Event description:
Info rec'd indicates, the brake will not hold and cannot be adjusted due to a worn lower base assembly.

Manufacturer narrative:
The tech replaced the lower base assembly to repair the bed.